Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products: associated MDR # 1225714-2013-03285.

Manufacturer narrative:
This is one of two device reports for this event. The related MFR report numbers are 1225714-2013-03284 and 1225714-2013-03285. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient also experienced sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by product administered during dialysis treatment.